Event description:
Philips received a complaint from the mechanical engineer (me) on the v60 ventilator indicating that while performing preventative maintenance, it was observed that that the device is getting the following occurrences of alarms from the event log (drpt) "vent inoperative 1007 machine and proximal pressure sensors failed", "check vent: 5v supply failed", "check vent: 35v supply failed", "check vent: ovp circuit failed". There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. An authorized service provider (asp) replaced the motor controller printed circuit board assembly to prevent recurrence of the issue. Overall checks, cleaning, a run-in test and a functional test were performed. There were no other abnormalities found.